Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding the patient. It was reported that the patient had fallen, and their battery site is hurting. Upon interrogating the battery, the rep noted that programmer showed stimulation was off. It also showed that usage was 0%, and that there were only 5 hours of usage since the patient¿s implant date. The patient noted that they just didn¿t use the device. They stated that they had no way of turning the device on. When asked about the patient¿s programmer, neither the patient nor their husband had any idea what it was. The patient stated that they think the implantable neurostimulator (ins) is the source of their back and leg pain. They wanted the battery removed. Impedances were checked; electrodes 0-4 were over 10,000 ohms. The other electrodes were within normal limits. The patient was implanted for failed back surgery syndrome and spinal pain.

Event description:
Additional information was received from a consumer via a manufacturer representative on 2017-02-16 reporting that the patient did not want any troubleshooting or reprogramming done at all. The patient was solely interested in explant. It was noted that the patient had only used their stimulator for 5 hours since implant in 2015.